Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by field clinical specialist, during deployment of a 29mm sapien 3 valve in the mitral position via transseptal, the valve was deployed too low resulting in moderate paravalvular leak (pvl). A second valve was deployed resulting in trace pvl. There was no harm to the patient. The patient was stable and was transferred for post management care.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the description and reference of mfg. Report number associated with this complaint. Reference mfg. Report number: (B)(4). The section b5 (narrative/describe problem) of this report has been updated. During a recent administrative review, the complaint was re-opened to correct the description of the event after further clinical review of the medical records. The investigation is ongoing.

Event description:
During deployment of a 29mm sapien 3 valve in the mitral position via transseptal, the 1st valve was deployed "deep" into the left atrium, and a paravalvular leak was noted. A decision was made to deploy a 2nd sapien 3 valve. The patient was left with mild pvl. There was no harm to the patient. The patient was stable and was transferred for post management care.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records; therefore, the engineering evaluation was updated. The following sections of this report have been updated: h2 (if follow up, what type), h6 (type of investigation and investigation findings) and h10 (narrative/data). The complaint for malpositioned thv and valve exhibits paravalvular leak post implant were confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during deployment of a 29mm sapien 3 valve in the mitral position via transseptal, the 1st valve was deployed 'deep' into the left atrium, and a paravalvular leak was noted'. Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Due to thv malpositioned (too atrial), it is likely that the thv prevented the pvl skirt from properly sealing against the annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malpositioned, valve positioning technique, and off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect product investigation. The 29mm sapien 3 valve was not returned to edwards for evaluation as the valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3/s3u IFU, and procedural training manual was reviewed for guidance and instructions. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the commander delivery system was only indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, native mitral valve with an annuloplasty ring replacement at the time of original implantation. Deployment in the native mitral position is considered off-label. The IFU in this section is for tf (transfemoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. The procedural training manual provides guidance on thv malposition prior to deployment. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps is on same plane, consider coaxial alignment of catheter to the aortic annulus, and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo. In addition, assessing aortic regurgitation (small paravalvular regurgitant jets) are common, they are hemodynamically insignificant, and may resolve within minutes or hours. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition thv and paravalvular leak were unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during deployment of a 29mm sapien 3 valve in the mitral position via transseptal, the valve was deployed too low resulting in moderate paravalvular leak (pvl)'. Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per training manual, 'thv should be deployed around 70/30 to 80/20 (aortic/ventricular)'. Due to the thv malposition (too low), it is likely that the sapien 3 valve prevented the pvl skirt from properly sealing against the annulus resulting in paravalvular leak. In this case, available information suggests that procedural factors (valve positioning, off label operation, thv malpositioned) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. Therefore, no corrective and preventative action nor pra is required at this time.